Event description:
Lactosorb neonatal mandible distractor was implanted in 2004. A few weeks after being implanted, the doctor was turning the drive screw, and indicated the device was not distracting. Revision surgery was performed about a month later, where a titanium distractor was implanted.